Event description:
Nellcor puritan bennett rec'd a call on 08/14/1998. Source called to report the following problem: unit makes a fluttering noise then stops delivering a breath (alarm condition unk). No pt harm.